Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator device was returned to our service centre in (B)(4) where it was inspected by a trained fph service engineer. Our investigation is based on the service report provided by the regional fph service centre. Results: it was reported that the subject neopuff had a damaged gas outlet port. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The subject neopuff unit was repaired at our service centre and returned to the distributor after passing the performance tests specified in the product technical manual.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the gas outlet port of an rd900 neopuff infant resuscitator was broken. Service was requested. No patient consequence was reported.